Event description:
It was reported a balloon developed a pin-hole leak during preparation via hand inflation for a peripheral angioplasty. Another balloon catheter was used to successfully complete the procedure without pt complications. The device has been destroyed by the user facility. Therefore, no failure analysis will be performed. Without evaluating the product, co cannot determine the exact cause for this event. Co's directions for use state: "as supplied the balloon lumen of the balloon dilatation catheter contains air. This air must be displaced to make certain that only liquid fills the balloon while the catheter is in the bloodstream. To displace air... Inject just enough contrast mixture to partially inflate the balloon... To make certain that all air is removed from the balloon, repeat..."